Event description:
Customer reported that the pt presented with suture extrusion two weeks following podiatric procedure. No cultures were taken. Pt was prescribed antibiotics. Symptoms resolved without any surgical intervention.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.